Event description:
It was reported that the patient experienced warming at the ipg site while getting an MRI done for their lumbar spine and abdomen. Ipg was placed in the MRI mode prior to the procedure. Currently, the ipg would no longer communicate with the external devices. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported observation of ipg warming during MRI and pain during bending was not confirmed. The ipg temperature log didn't show a temperature above 38 degrees c, which is good. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. The ate also includes a system impedance and sw thermistor verify ambient temperature test and both tests passed.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.